Event description:
The customer reported that all of their routine quality controls were out of range on the e module analyzer, measuring cell 2. The customer decided to repeat samples after determining that controls were out of range. The customer questioned one hundred sixty two samples tested for thyrotropin (tsh), total prostate-specific antigen (psa), intact human chorionic gonadotropin plus the ss-subunit (hcg+ss), cancer antigen 125 (ca125), carbohydrate antigen 19-9 (ca19-9), vitamin b12 (b12), folate, and insulin. Of the one hundred sixty two samples, one hundred forty were found to have erroneous results. All initial sample values were reported outside of the laboratory. The samples were repeated on multiple analyzers, but the customer did not provide specifics on the particular analyzers used for each sample repeat. The repeat sample values were believed to be correct. Refer to the attachment for all initial and repeat values. No patients were adversely affected by the event. The tsh reagent lot number was 16909901 with an expiration date of 02/28/2013. The psa reagent lot number was 16676201 with an expiration date of 05/31/2013. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The ca125 reagent lot number was 16484405 with an expiration date of 12/31/2012. The ca19-9 reagent lot number was 16447701 with an expiration date of 02/28/2013. The b12 reagent lot number was 16750806 with an expiration date of 07/31/2013. The folate reagent lot number was 16603601 with an expiration date of 12/31/2012. The insulin reagent lot number was 16616801 with an expiration date of 03/31/2013. The field service representative determined that the issue started when the customer front loaded a stat sample. This sample had a fibrin clot that caused an obstruction on measuring cell 2. He back flushed measuring cell 2 and removed the blockage. The customer ran startup calibration and quality controls; results were within specified limits. He followed up with the customer 2 hours later and measuring cell 2 continued to run fine.

Manufacturer narrative:
The customer confirmed that corrected reports were issued for all one hundred sixty two samples that were questioned. The repeat results for each sample were provided in the corrected report as the correct result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).